Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, during preparation while pulling the stent balloon our of hoop, it was noticed that the stent was dislodged from the balloon. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 16mm synergy xd drug-eluting stent was selected for use. However, during preparation while pulling the stent balloon our of hoop, it was noticed that the stent was dislodged from the balloon. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the stent moved on balloon and was not dislodged as previously reported.

Manufacturer narrative:
B5. Describe event or problem- corrected.